Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the patient's pump stalled in 2008. The patient was admitted to the hospital with withdrawal symptoms (no specific symptoms reported). The motor stall error message was cleared by the physician. The pump did not recover. A tube set alarm appeared in the log 48 hours after the stall. There was no MRI or other procedure that may have caused the pump to stall. The drug used in the pump was dilaudid 25 mg/ml programmed in a flex mode to infuse 14.6 mg/day. The patient had been given a pca pump for pain control. The device was replaced five days later. The patient recovered. Additional information has been requested but was not available on the date of this report.